Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant date: (B)(6) 2017. Plan to explant lens on (B)(6) 2017, but not confirmed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that at 1 week post-op the physician noticed a surprising amount of cylinder (1.5 d) that refers to an unexpected post-op outcome after implantation of a zxr00 intraocular lens (iol) in a female patient's right eye. The physician's pre-op measurements showed very minimal cylinder on manual k's, the pentacam and the iol master. The physician is unsure where the cylinder is coming from. The physician re-scanned her cornea post-op with pentacam and measured manual k's again and neither show close to what she has refractively. The case was uncomplicated, iol is well centered and everything looks good anatomically. Through follow-up it was learned that the physician is planning on explanting the lens and replacing it with a symfony toric iol. No further information was provided.